Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed with the health care professional (hcp) that it was not uncommon to see higher shock impedance values with a single coil lead. The hcp planned to increase the shock impedance alert and continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.